Event description:
Customer reported meter result of 400 mg/dl on the inform system and a lab result of 40 mg/dl within 10 minutes. Customer reported pt was "in distress" with chest pains and renal failure. Pt was treated with d50 based upon lab result. Meter result 15 minutes later was 187 mg/dl. A request was made for the return of the system, replacement was sent.